Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was an venotomy closure of the right common femoral vein using a prostyle device after an ablation procedure using an 8.5f sheath. Reportedly, the marker port was flushed with saline, but it was not confirmed that the saline came out from the foot. Initial flushing of the marker lumen with saline was unsuccessful; however, the prostyle device was still inserted into the patient. No blood flow was observed from the marker lumen even though the foot seemed to have been inserted far enough inside the vessel. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted the electronic proglide instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. It should also be noted the IFU states: ¿verify marker lumen patency with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. It is unknown if the reported violations of the IFU contributed to the reported difficulties. The root cause of the reported difficulty to flush, and obstruction of flow cannot be determined. The subsequent treatment is due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.